Event description:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging respiratory eye irritation, respiratory tract irritation, dizziness, headache, allergies, fatigue, dry throat/mouth, eye swelling, airway irritation or inflammation and other. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box b and box h. The following correction has been updated in this report. In box b: adverse event/product problem has been updated. In box h: type of reported complaint has been updated.